Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the trolley defibrillator in the dept of accident and emergency does not respond to the commands." There was no report of pt involvement.